Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The two lag screw reamers were returned for investigation. The event can be confirmed as both the instrument are fractured within the cutting area. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were not provided. With the available information, a definitive root cause could not be determined. (B)(4) was opened to address this issue. Multiple MDR reports were filed for this event, please see associated reports: medtwatch: 0009613350-2023-00476. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 ¿ znn, cmn lag screw reamer, short item#00-2490-003-64, lot#4504218960. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00476. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the instruments broke during surgery. The broken pieces have been left in the patient. There are no plans to retrieve the broken pieces. It was reported that there is no impact on the patient. Attempts have been made and no further information has been provided.